Manufacturer narrative:
The reported meter was returned and investigated. Visual inspection has been performed and no issues were observed. All control solution test results were satisfactory, and no reading issues were observed. The reported test strips have not been returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR device history record (DHR) for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release a DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed for the freestyle strips and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 40 mg/dl, 166 mg/dl and 36 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 40 mg/dl, 166 mg/dl and 36 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.